Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when introducing the permanent clip applier in the trocar, the seal broke/damaged and disengaged and an air/ gas leaked from the seal were noted. New device was used to complete the procedure. There was no patient injury.